Manufacturer narrative:
This 25-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 02-059) had fallopian tube occlusion insert (batch no. A15528) inserted. The case describes the occurrence of pelvic pain ('pelvic pain'). The occurrence of additional non-serious events is detailed below. Medical conditions: last menstruation before essure insertion was: (B)(6) 2012; days of menstrual cycle: 14. Previously administered products included for an unreported indication: toradol. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In 2013, the subject experienced dyspareunia ("dyspareunia") and vulvovaginal dryness ("vag dryness"). In 2016, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (laparoscopic salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the dyspareunia and vulvovaginal dryness had not resolved. The investigator considered dyspareunia and vulvovaginal dryness to be unrelated to fallopian tube occlusion insert. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: preoperative ultrassound was used to localize the inserts prior to removal. 2 devices were removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.9 kg/sqm. Hysteroscopy - on (B)(6) 2012: hysteroscope was introduced in the uterus at 15:01hr, with adequate visualization of the right and left tubal ostia, and removed at 15:05hr. At least one essure passed through the channel of the scope at some time during the procedure. Both left and right tube trailing length was 4 coils.. Pregnancy test - on (B)(6) 2012: negative. Ultrasound scan - on an unknown date: preoperatively, to localize the 2 inserts prior to removal. Lot number: a15528. Manufacturing date: 2012-06. Expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: investigator answered to follow up request: the event "vag dryness" occurred in 2013. It was confirmed that essure was removed on (B)(6) 2019 (prev. (B)(6) 2019). Patient number was amended to 02-059 (prev: 059). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 059) had fallopian tube occlusion insert (batch no. A15528) inserted. The case describes the occurrence of pelvic pain ('pelvic pain'). The occurrence of additional non-serious events is detailed below. The subject's previously administered products included for an unreported indication: toradol. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In 2013, the subject experienced dyspareunia ("dyspareunia"). In 2016, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the subject experienced vulvovaginal dryness ("vag dryness"). The subject was treated with surgery (salpingectomy laparoscopic). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the dyspareunia and vulvovaginal dryness had not resolved. The investigator considered dyspareunia and vulvovaginal dryness to be unrelated to fallopian tube occlusion insert. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: divergent information regarding essure removal date was reported on the same source document: (B)(6) 2012 . Preoperative ultrassould was used to localize the inserts prior to removal. 2 devices were removed. Insertion information: last menstruation : (B)(6) 2012; day of menstrual cycle: 14; hysteroscope was introduced in te uterus at 15:01, with adequate visualization of the right and left tubal ostia, and removed at 15:05. At least one essure passed through the channel of the scope at some time during the procedure. Both left and right tube trailing length was 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.9 kg/sqm. Pregnancy test - on (B)(6) 2012: negative. Lot number: a15528 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 25-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A15528) inserted. The case describes the occurrence of pelvic pain ('pelvic pain'). The occurrence of additional non-serious events is detailed below. Medical conditions: last menstruation before essure insertion was: (B)(6) 2012; days of menstrual cycle: 14. Previously administered products included for an unreported indication: toradol. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In 2013, the subject experienced dyspareunia ("dyspareunia") and vulvovaginal dryness ("vag dryness"). In 2016, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (laparoscopic salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the dyspareunia and vulvovaginal dryness had not resolved. The investigator considered dyspareunia and vulvovaginal dryness to be unrelated to fallopian tube occlusion insert. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: preoperative ultrassound was used to localize the inserts prior to removal. 2 devices were removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.9 kg/sqm. Hysteroscopy - on (B)(6) 2012: hysteroscope was introduced in the uterus at 15:01hr, with adequate visualization of the right and left tubal ostia, and removed at 15:05hr. At least one essure passed through the channel of the scope at some time during the procedure. Both left and right tube trailing length was 4 coils.. Pregnancy test - on (B)(6) 2012: negative. Ultrasound scan - on an unknown date: preoperatively, to localize the 2 inserts prior to removal. Lot number: a15528 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2020: the case will be deleted from bayer pv database. Nullification reason: this case was considered as duplicate of case (B)(4). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A15528) inserted. The case describes the occurrence of pelvic pain ('pelvic pain'). The occurrence of additional non-serious events is detailed below. The subject's previously administered products included for an unreported indication: toradol. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In 2013, the subject experienced dyspareunia ("dyspareunia"). In 2016, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the subject experienced vulvovaginal dryness ("vag dryness"). The subject was treated with surgery (salpingectomy laparoscopic). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the dyspareunia and vulvovaginal dryness had not resolved. The investigator considered dyspareunia and vulvovaginal dryness to be unrelated to fallopian tube occlusion insert. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: divergent information regarding essure removal date was reported on the same source document: (B)(6) 2012 . Preoperative ultrasound was used to localize the inserts prior to removal. 2 devices were removed. Insertion information: last menstruation : (B)(6) 2012; day of menstrual cycle: 14; hysteroscope was introduced in te uterus at 15:01, with adequate visualization of the right and left tubal ostia, and removed at 15:05. At least one essure passed through the channel of the scope at some time during the procedure. Both left and right tube trailing length was 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.9 kg/sqm. Pregnancy test - on (B)(6) 2012: negative. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.